Event description:
It was reported that during a procedure to treat a lesion in an unspecified vessel with moderate tortuosity and heavy calcification, pre-dilatation was performed. A 3.5x33 rx xience prime stent delivery system (sds) was advanced but could not cross the target lesion. Reportedly, slight resistance was felt during withdrawal of the 3.5x33 rx xience prime through the guiding catheter probably due to the flared stent struts that were noted after removal of the sds. The guiding catheter was exchanged for a new guiding catheter, the lesion was pre-dilated again and a new xience prime was implanted to treat the target lesion successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Guiding catheter resistance and stent damage were confirmed. The shaft was separated 135.8cm proximal to the guide wire exit notch. The proximal portion of the shaft including the hub was not returned. Follow-up information from the account regarding the unreported shaft separation revealed that no separation occurred during the procedure and that it likely occurred as a result of inadvertent mishandling during handling for return shipment. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.